Event description:
Boston scientific received information that this patient had tricuspid valve regurgitation and this right ventricular (rv) lead had become dislodged. The physician has successfully replaced this rv lead. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.